Manufacturer narrative:
(B)(4). The hc550 respiratory humidifier is not sold in the united states, but is similar to a product that is sold in the united states. The 510 (k) number of the similar product is k033710. The hc550 respiratory humidifier and associated 900mr869 temperature probe have been returned to fisher & paykel healthcare, (B)(4) for analysis. The components are currently en route to fisher & paykel healthcare ltd in (B)(4). We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) returned an hc550 respiratory humidifier for analysis because, they were "not sure if the device is overheating or there is a problem with the temperature sensor." No patient consequence was reported.